Event description:
On (B)(6) 2018, the patient underwent surgery to replace her native aortic valve with a percival sutureless heart valve. The outcome of the implant was good, as no leakage was identified and good pressure gradient (13mmhg post operatively). After 14 days of implant, on (B)(6) 2018, the patient was on heart failure and the echo showed thrombosis and 2 leaftets of the valve frozen. A mild perivalvular leak was also identified, but no blood disorders were reported. There is no evidence of endocarditis nor vegetation was identified on the valve. The patient didn't have fever. The patient's inr was 2.4 after the anticoagulation treatment and actual inr is 2. Since the patient was still in regular conditions, she was put on anticoagulation treatment and the device was not explanted. Later on, on (B)(6) 2018, the patient was re-operated to have the percival explanted.

Manufacturer narrative:
The visual examinations conducted on (B)(6) 2018 on the returned prosthesis highlighted an irregular geometry of the valve, with biological residues and blood traces on the pericardium, particularly on the 1st leaflet (fig. 1). The valve appeared pliable. Reddish areas due to coagulated blood entrapment were present on almost all the surfaces. The valve resulted deformed in correspondence to the leaflet b and presence of thrombus deposition was detected in correspondence to the leaflet a. The histological analysis revealed inflammatory cells and red blood cells inside the thrombus depositions that were present on the outflow bellies of leaflets a and c. Finally, at the x-rays, the subject valve showed no calcification. Based on the above consideration, this perceval s appeared deformed reasonably due to the functioning in a not correct deployed configuration. The non-correct working configuration of the valve can be considered the root cause of the low-pressure gradient monitored and the thrombus deposition. Histological analysis revealed inflammatory cells spread inside the thrombus, without the presence of bacteria. In conclusion, there is no evidence of pre-existing defects as a result of the manufacturing records review and of the visual inspection. It is not possible to establish with certainty the root cause of the observed deformation of the valve. However, based on the root enlargement performed to implant the sj epic size 19mm, it is possible that an oversizing occurred at the time of the perceval implant.

Manufacturer narrative:
On (B)(6) 2018: echo review completed externally. Results show that the tte is of limited quality. Imaging of the prosthetic aortic valve leaflets is suboptimal so cannot determine cause of regurgitation and high gradients. There is mild to moderate ar and high transvalvular gradients (mg is 29, peak gr is 51 mmhg). V2 is 3.6 m/s, v1 is 0.82 m/s. Doppler velocity index is 0.23. There is severe tr. On (B)(6) 2018: gross examination of the returned device completed. The valve is geometrically irregular and also has organic residues and blood traces on the pericardium, in particular on the 1st leaflet. On (B)(6) 2018: a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2018, the patient underwent surgery to replace her native aortic valve with a perceval sutureless heart valve. The outcome of the implant was good, as no leakage was identified and good pressure gradient were reported (22mmhg post operative, and then between 11-12 mmhg). After 14 days of implant, on (B)(6) 2018, the patient was on heart failure and kidney failure. The echo showed thrombosis and 2 leaftets of the valve frozen. A mild perivalvular leak was also identified, but no blood disorders were reported. There is no evidence of endocarditis nor vegetation was identified on the valve. The patient didn't have fever. The patient's inr was 2.4 after the anticoagulation treatment and actual inr is 2. Since the patient was still in regular conditions, she was put on anticoagulation treatment and the device was not explanted. Later on, on (B)(6) 2018, the patient was re-operated to have the perceval explanted and replaced with a 19mm sj medical epic supra. The surgeon performed enlargement of the ring to get more space for this type of prosthesis. The patient remained in ICU, intubated and in regular good conditions. However, the patient is reported to be really frail.